Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. The cse reset the queue to flush pucks behind the analyzers. The instrument log files indicate that a sample has been sent to the analyzer for aspiration, after which there was no action for sampling it. The communication remained active when this behavior was observed. The laboratory automation system cable has been replaced at one of the analyzers, however, the problem persisted. The interface pc has then been re-imaged and the software has been re-installed. Siemens is investigating this issue.

Event description:
It has been observed that advia centaur xpt instruments get disconnected from the advia labcell track without an error message, causing delay in testing patient samples. There are no reports of patient intervention or adverse health consequences.

Manufacturer narrative:
The initial MDR 2432235-2016-00661 was filed on october 26th, 2016. Additional information (11/18/2016): a siemens headquarter support center (hsc) specialist evaluated the instrument data, which indicated there was no issue with the advia labcell automation. The samples went to the point of aspiration, but the analyzers were busy. Resetting the queue restarts both the automation system and analyzer which allows the customer to run. The cause of the delay in testing patient samples is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Manufacturer narrative:
The initial MDR 2432235-2016-00661 was filed on october 26th, 2016. The first supplemental MDR 2432235-2016-00661_s1 was filed on december 16th, 2016. Additional information (01/10/2017): during further investigation, a siemens headquarters support center (hsc) specialist determined that the advia centaur xpt software behavior allows the advia centaur xpt analyzers to disconnect from the advia labcell automation track.